Event description:
Reprocessed blunt tip ligasure from stryker (lf1637) was opened for the case. Ligasure handpiece was working for the first 30 minutes of the case and then stopped working. Another reprocessed ligasure was opened and plugged into the same ligasure console and worked fine. Malfunctioning ligasure taken off field.